Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) reported an alarm with the hc from the previous night, the hp disconnected and turned the hc off. The technical service representative (tsr) instructed the hp to turn the hc on and press go to the alarm log. Per the hc alarm log, there was a system error 2240. The hp finished therapy with manual supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated he did not continue therapy that night. The hp contacted his peritoneal dialysis nurse regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).